Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call, she was initially having issues logging into carelink. During the call, the customer was concerned if the altitude can affected her blood glucose readings. She stated she had recently moved and ever since then her blood glucose readings have been between 300 to 550 mg/dl. Troubleshooting was performed on the insulin pump and no anomalies were found. She didn't know her current blood glucose level. She also commented that in the last two weeks she had used three bottles of insulin. Due to the customer not having the tubing clamp the high pressure test was not performed. The customer was advised to monitor the device and to call back once she received the tubing clamp, to perform the high pressure test. She is not returning the insulin pump for analysis.